Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had longevity dropped from one and a half year to four months in a span of seven months. Moreover, the patient with this device is in chronic atrial fibrillation (af) and the device sensing was programmed on. Engineering analysis determined that the device battery power usage was stable but slightly higher than expected. The data showed that a negligible high rate atrial sensing. Also, the battery voltage appeared to be decreasing faster than expected. Additional information received indicating that the device was explanted. No additional adverse patient effects were reported.